Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 250 mg/dl. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.

Manufacturer narrative:
The failure investigation has been completed and the alleged cracked touchscreen issue was verified. Based on the analysis, the alleged occlusion issue was verified in the pump logs; however, no failure was identified.